Event description:
It was reported that during an intubated patient infusion of midazolam with a spectrum iq pump, the patient experienced an elevated heart rate and discomfort associated with inadequate sedation. The nurse noticed the midazolam drip was not infusing and no pump alarms were generated. The spectrum pump was changed to a new spectrum pump, the ¿drip was transferred¿ with the same tubing that was initially used and ¿resumed working¿. The next shift, the nurse observed ¿lack of infusion drips¿ again. The spectrum pump and tubing were changed. Medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch mw5109240 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.